Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's merlin@ home transmitter monitor power cord was giving off a burning smell and lost power. The unit was replaced. There were no patient consequences.